Event description:
While wearing the external equipment, the patient reportedly experienced pain. The patient was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was functioning. The decision was made to explant the device. Surgery to explant the patient's device has been scheduled.